Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: while attempting to enter the license key through the configuration menu on the ventilator the option button was disabled and a technical event: (B)(4) was displayed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.